Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted a biolox delta head, 12/14, 36 x 0 on (B)(6) 2011 on the right side. It is also reported that patient experienced consistent and gradually increasing pain in the groin and surrounding regions, stiffness, grinding of the implant, and squeaking of the implant, among other things. The patient is, at the time of this report, not revised.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. A technical investigation was not possible to be performed, as the device is not at hand for investigation. Review of incoming information: according to the legal letter the patient is suffering since january 2013 from extreme pain as well as swelling and limited mobility due to metallosis. The law firm assumes that the metallosis was caused by microfriction between stem and neck part of the m/l taper (device of zimmer inc. (B)(4)), implanted in 2011. A biolox delta head (device of zimmer (B)(4)) was implanted along with the m/l taper stem. Possible causes for the reported event according to dfmea: line 8 : increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release from stem taper -> due to micromotion due to increased frictional moment, corrosion. Line 10 : increased wear -> due to foreign particles in cop and coc pairing. Line 15 : release of corrosion particles of stem taper -> due to inadequate material pairing. Line 16 : release of metal ions from stem taper -> due to inadequate material pairing. Line 17 : increased chemical, galvanic or crevice corrosion and fretting corrosion on taper connection -> due to insufficient material resistance. Line 22 : mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong size of head diameter and/or offset, wrong taper size combination. Line 23 : increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release -> due to not allowed/ wrong combination of zimmer products. Line 24 : mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products. Line 34 : increased wear, fretting corrosion on stem taper (lever torque) -> due to patient with high body weight. Comparison to investigation results whether it is possible and justification: line 8 : possible -> no product or pictures available. Line 10 : possible -> no product or pictures available. Line 15 : not possible -> material pairing is approved by compatibility specification. Line 16 : not possible -> material pairing is approved by compatibility specification. Line 17 : not possible -> material compatibility specification certify the suitability of the material. Line 22 : possible -> the surgical technique for m/l stems with kinectiv technology states "the m/l taper hip prosthesis with kinectiv technology can be used with several head diameters and bearing surfaces. Select the +0 femoral head size and bearing surface based on surgeon preference." 0/m head was used in this case which is correct. However, no x-rays were available to consider the correct head size. Line 23 : not possible -> the product combination is approved. Line 24 : not possible -> the product combination is approved. Line 34 : possible -> weight unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015 about patient experience with the implanted devices and corrected date of implantation. As soon as additional information become available and an investigation result be available an updated report will be submitted. The need for corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4). Note: this is a split case with (B)(4) for the devices manufactured by zimmer inc. As patient experienced same problems for the left side, (B)(4) (zimmer (B)(4) devices) and (B)(4) (zimmer inc. Devices) are field.

Event description:
It has now reported that patient also experienced metallosis.